Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf3214c103e stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. The proximal neck diameter measured 28 mm. It was reported that after deployment of all stent graft components, intravascular ultrasound (ivus) was performed through the graft to confirm the absence of occlusions. While advancing through the left iliac limb and the top of the gate near the flow divider, a kink consistent with stent graft infolding was observed. Touch-up with a reliant balloon was attempted using sustained inflation; however, follow-up ivus demonstrated minimal change, despite multiple inflations. Bilateral 16mm percutaneous transluminal angioplasty (pta) balloons were then used in an attempt to correct the issue. Subsequent ivus assessment showed improvement, although a small infold remained. No visible reduction in blood flow was observed. Per the physician, the cause of the event was anatomy-related. A bend in the proximal neck was present and the infolding was observed at the point where the anatomy tapered down. No additional clinical sequelae were reported and the patient will continue to be monitored.